Event description:
It was reported by the customer that their insulin pump keypad is unresponsive. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 223 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
All buttons on the insulin pump functioned properly, however, moisture damaged was noted on the keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.